Event description:
During a pump replacement procedure, the health care professional (hcp) was unable to aspirate from the catheter (see manufacturer's report #6000030-2007-01428). The catheter was found to have a micro-tear and was leaking. The pt was hospitalized twice and stated "he died twice". The catheter was replaced. The health care professional reported that the pt had no complications during or following the replacement procedure.